Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the right atrial lead exhibited a capture anomaly during follow up. The device was reprogrammed to vvir and the patient would be monitored.